Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported serious injury/ illness/ impairment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: medwatch form mw5117995.

Event description:
User facility medwatch report received that states, "patient underwent cardiac catheterization with stenting. During procedure, balloon noted to have snapped. Balloon and sheath removed for safety." No additional information was provided.